Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient noted a reaction that consisted of a rash with redness and pimples at the sensor patch adhesive. The patient had itching and burning sensations in the area. Prior to sensor insertion barrier product (skinprep) was applied. After the event the patient consulted the healthcare personnel (hcp) and applied topical products to the area (prescription triamcinolone cream, over the counter cereva cream). Previously the patient had received a previous oral prescription (hydroxyzine - 90 day¿s supply) from her physician on (B)(6) 2020 for her first dexcom product related skin reaction event . At that time the medical doctor (md) suggested taking the 20 mg pills for itching as needed and to use the cerave lotion and the triamcinolone cream to prep her skin to help avoid skin reactions. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.